Manufacturer narrative:
The full patient identifier for this case is (B)(6). Patient demographics such as date of birth, weight, ethnicity and race were not provided. The customer telephone number is (B)(6). The access 2 immunoassay analyzer was not returned for evaluation. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. A beckman coulter laboratory solutions specialist (lss) was dispatched to the customer site. The lss retested the sample on an alternate beckman coulter instrument. The results obtained by the lss were concordant with the originally-generated results. None of the access immunoassay results were reported to be questioned in this event. Use of these immunoassay results as a screening tool is not listed in the intended use of the hcg (part number b29061 k), ue3 (part number a33458m), or afp (part number a86463 p) instructions for use. In conclusion, a definitive cause for this event cannot be determined with the available information.

Event description:
On (B)(6) 2021 it was reported that on (B)(6) 2019, reproducible afp, ue3 and hcg results were generated on a (B)(6) customer's access 2 analyzer (part number 81600n and serial number (B)(4)), for a pregnant female patient in her 16th week of pregnancy. These results were used as part of prenatal screening that generated a ¿low risk¿ down's screening result on third-party "tc-soft" software. Based on the conclusion of "low risk," no further testing or screening was performed at that time. Ultrasounds were performed in early pregnancy and near the 16th week of pregnancy; no abnormalities were reported during these ultrasounds. There was a report of delay to treatment associated with the event. In the eighth month of pregnancy, on (B)(6) 2019, the pregnant woman underwent an additional ultrasound. Based on ultrasound results, down's syndrome was suspected. Dna and chromosomal testing was performed which indicated the fetus did have down's syndrome. Due to the resulting diagnosis of down's syndrome, the decision was made to terminate the pregnancy in the eighth month. Due to initial tc-soft software conclusion of "low risk," the customer alleged that this was a missed diagnosis and the tc-soft prenatal screening results were discordant with the amniocentesis results for the patient. No information was available regarding confirmation of the down's syndrome diagnosis following the termination. On (B)(6) 2021 the customer retested the sample on another access 2 analyzer, part number 81600n and serial number (B)(4) and obtained results which were accordant with the previous results and indicated low risk. In assessing for down's syndrome risk, the customer considers a result of 1/270 as positive and a result of 1/270-1/100 as near positive. None of the access immunoassay results were reported to be questioned in this event. Use of these immunoassay results as a screening tool is not listed in the intended use of the hcg (part number b29061 k), ue3 (part number a33458m), or afp (part number a86463 p) instructions for use. There was no report of hardware issues or flags associated with this event. No other patient results were in question. Per customer's verbal report, system performance indicators such as system check, calibrations and quality control were performing within specifications at the time of the event. Sample collection and processing information such as sample type, volume collected, centrifugation time and speed, and sample storage were not provided by the customer.